Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the device is returned analysis will be performed and this event would be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low intrinsic rv amplitudes, high pacing threshold measurements and loss of capture. Subsequently a revision procedure was performed where a lead dislodgment was confirmed through a fluoroscopy. The physician was unable to reposition the lead, thus it was explanted and replaced with no issue. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.